Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551467, expiration date 02/29/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.

Event description:
Customer reportedly received result of 255 mg/dl on the advantage system while using comfort curve test strips, and result of 96 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551467, expiration date 02/29/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.